Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the reservoir has had issues with air bubbles. Reservoirs have already been replaced but that has not entirely resolved the issue. No further details provided. No harm requiring medical intervention was reported. No product will be returned for analysis.